Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a sensing integrity warning was noted on the right ventricular (rv) lead. Short v-v intervals had increased since the previous interrogation three months ago. The lead is still in use. No patient complications have been reported as a result of this event.